Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1515601 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was "reading wacko". Customer further reported that on (B)(6) 2015 around 2:30 am she was admitted to a hospital because she was not able to get a "correct" reading from her meter. Customer declined to provide any further information so it is unknown what the diagnosis was or what possible treatment was provided. There was no report of death or permanent injury associated with this event.